Event description:
It was reported the patient received the following results within 15 minutes: 102 mg/dl and 46 mg/dl. On (B)(6) 2020 around 11:00 pm, the customer experienced low blood glucose symptoms of difficulty talking, shaking, and sweating. The customer¿s nurse checked the customer's blood glucose on customer's meter and the readings were 102 mg/dl and 46 mg/dl within 15 minutes. The customer¿s nurse called the emts who arrived around 11:15 pm. The emts tested the customer¿s blood glucose with their meter and got a reading of 29 mg/dl. The emts injected the customer with an unknown type of medication. The emts transported the customer to the hospital where she was admitted because of low blood glucose. The customer¿s blood glucose on arrival at the hospital is unknown. It is unknown if any treatment for diabetes was provided in the hospital as well as any blood glucose results obtained in the hospital. The customer is still in the hospital at the time of the call on (B)(6) 2020.